Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. The proximate cause of the reported issue was due to customer damage of the carriage assy- tube drive bent. A review of the device history record for sn (B)(4) was performed from 05/24/2016 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a carriage assy- tube drive bent which constitutes a reportable malfunction. There was no patient involvement.